Event description:
It was reported that the image of the colonovideoscope was not displayed. The issue was found during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the "poor image quality" was confirmed, the "image not displayed" was not confirmed in addition, the following reportable malfunction was identified during the device evaluation: noise is appearing in the image. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1 - initial reporter establishment name: (B)(6).